Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-04967, 04968. It was reported the physician replaced the scs system. The ipg had not been used in years, and the pt reported he was not receiving effective coverage prior to discontinuing the use of the system. Follow up identified the pt received effective stimulation coverage postoperative.

Manufacturer narrative:
Results: the complaint was confirmed due to a damaged area and broken wires in a returned lead segment. One of the returned leads was complete, in good condition, and passed all electrical and functional testing. The second lead was cleanly cut consistent with explant damage. The terminal end lead segment passed electrical testing; however, the stimulation end failed electrical testing. Inspection of the stimulation end electrodes revealed damage and a broken wire near the channel 8 electrode. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.